Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the high voltage lead impedance was out of range and intermittent. The ventricular lead's pacing impedance had also increase twice above normal range. The right ventricular lead was to be monitored. The patient was stable.